Event description:
Information was received from a health care provider (hcp) via a product surveillance registry regarding a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at 3.352 mg/day, bupivacaine 30 mg/ml at 10.055 mg/day, compounded baclofen 800 mcg/ml at 268.13 mcg/day, and clonidine 300 mcg/ml at 100.55 mcg/day. The indications for use were malignant pain and breast. On (B)(6) 2016, the patient reported increased pain and intermittent difficulties activating the personal therapy manager (ptm). The patient was worried her pump had flipped. The patient had an ultrasound on (B)(6) 2016 prior to refill (confirming pump flip/inversion). The device diagnosis was ¿pump inversion.¿ the clinical diagnosis was ¿increased pain.¿ the pump was manually flipped/returned to its correct/original position on (B)(6) 2016 in order to refill the pump. An ultrasound was performed following the refill, confirming the pump was returned to the correct position. The event resolved without sequelae on (B)(6) 2016. The event was related to the device or therapy and not related to the implant procedure. The programming date from the most recent refill prior to the event was (B)(6) 2016 at 14:31.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the patient had a difficult time activating the personal therapy manager (ptm) due to the pump being flipped.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study further updated the outcome of the event to resolved without sequelae on (B)(6) 2016.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the cause of the pump being flipped was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.